Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak, go no go check, and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The mushroom head check passed. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler and the patient death, but it could not be confirmed if the patient was in active treatment at the time of death. There is no documentation in the complaint file to show a causal relationship between use of the device and the death. Additionally, there is no allegation of a device malfunction or deficiency reported for the death. The cause of death is documented as cardiac arrest. End stage renal disease patients have 30 times higher mortality rates than the general public. Cardiovascular disease is the major cause of death with 25% of all death being attributed to sudden cardiac death. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the patient¿s cause of death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. Upon follow-up with the pd clinic home program manager, it was mentioned the patient¿s spouse reported that the patient passed away while sleeping. It was not confirmed if the patient was in active treatment at the time of death. The cause of death was documented as cardiac arrest, cause unknown. The program manager stated the patient was elderly. There were no reported issues with the liberty select cycler prior to the patient death and the spouse did not report any issues or allege that the death was related to the liberty select cycler. No additional information was available.